Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -02.25 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem.